Event description:
It was reported that pump experienced malfunction alarm with code 16 and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty with updated software, confirmed shipping details and signature requirement, provided instructions for placing malfunctioning pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.